Event description:
It was reported that the user announced a usual-sized meal despite actually eating a smaller portion, which led to hypoglycemia soon after with a reported blood glucose of 45 mg/dl. The user treated with oral glucose tablets, and no device malfunction or component issue was identified, with the situation attributed to user interaction with the system. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem involving the user interface and procedure, with an improper or incorrect method contributing to the event. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.